Event description:
The device was used in a low anterior resection, the staple line was only partially closed and the staples were not formed. The case was completed using sutures and a circular stapler. Consequently, the pt received a colostomy.